Event description:
It was reported that the vial was sealed but vial lid was cracked. The implant was not placed or explanted because the vial was damaged when the package was opened.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 171. H6: investigation conclusions code was added: 25. Zimvie received the reported implant vial. Visual evaluation of the as returned implant packaging identified the outer vial's green cap was broken / damaged. The outer vial's tamper seal / ring was in a sealed condition. The event is confirmed. DHR review was completed for the subject lot number 1259775. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1259775 for similar events and no other complaint was identified. Therefore, based on the available information, the reported packaging malfunction did occur. Additionally, the reported event was confirmed. Based on the investigation and according to the CAPA, the most likely root cause determined from the investigation was inadequate design of cap and vial system. This is an ongoing issue which is currently being monitored and a CAPA (corrective and preventive action) has been opened to further contain affected products, evaluate potential root causes, and consider applicable corrective actions.

Event description:
No additional event information received at the time of this report.